Event description:
The doctor reported that implant#18 was too buccal. The doctor realized it when the osteotomy was too big already. When he put in implant, the threads were exposed. He took the implant out and grafted and site. The doctor went over the treatment plan with the anatomage support team representative and thinks he planned it buccal to avoid and lingual plate.